Event description:
Information was received regarding a patient implanted urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported the implant incision never healed, noting the doctor had to "leave it open." As a result, the patient eventually had a "bad infection" where it filled with fluid, burst, and ran down her legs. The patient was reportedly told to go tot he emergency room, but the patient did not but eventually went to her regulator doctor in (B)(6) 2015. A culture was taken which confirmed (B)(6). The patient was referred to another healthcare provider (hcp) who noticed the neurostimulator was "migrating out to the point of where one could read the serial number. "Ultimately, the lead and neurostimulator were removed in (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.